Event description:
During servicing of a (B)(6) female's electrode belt for an unrelated issue, a reportable problem was discovered. The cables and trunk cable connector were damaged on electrode belt (B)(4). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon investigation, the distribution node (dn) to rear therapy electrode cable was severed from the strain relief. Additionally, the trunk cable connector was cracked. The root cause for the damaged cable and connector could not be positively identified but was likely physical abuse. No adverse event results from the damaged cable and trunk cable connector. The pt received a replacement electrode belt.